Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl. Pump supplies were changed and a bolus was delivered to address bg. Contact did not know cause of elevated bg. Pump system check was performed and pump was found to be functioning as intended. Recommendation was made for customer to discuss event with a healthcare provider.